Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately thirteen (13) years and nine (9) months, was explanted reportedly due to a tear in the non coronary cusp resulting in severe aortic regurgitation. The explanted valve was replaced with another edwards pericardial valve with no noted complications.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic valve dysfunction and explant can be due to multiple factors/mechanisms. The explanted device was not returned to edwards for evaluation (discarded at hospital), thus the clinical observation cannot be conclusively confirmed. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.